Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. This critically stenosed lesion was located in the bifurcation of the lad and diagonal. The diagonal branch itself was a small vessel as evidence by the implantation of two 2.25 mm diameter stents. The cypher stent is indicated for treatment of discrete lesions in native coronary arteries >/= 2.5mm in diameter. Additionally, the first stent implanted in the diagonal was not expanded to nominal pressure (11 atms), indicating that the stent may have been under dilated. Two stents were placed in overlapping fashion in this small vessel. Restenosis is a known potential complication associated with coronary stenting and is multi-factorial in etiology. Of note, usage of the product other than that indicated in the IFU may involve risks not described in the labeling. Based on the available information, there are lesion, vessel, and procedural factors that may have contributed to the event. Cypher select is not distributed in the us; however, it is similar to the us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2007-02533 and 02535.

Event description:
This female patient with a history of hypercholesterolemia was admitted with unstable angina (class iib). She was currently taking aspirin, plavix, statins, and beta blockers. Angiography revealed a lesion in the bifurcation of the left anterior descending (lad) and the diagonal branch. The lad lesion was described as a 95% stenosis within timi iii flow. The lesion in the diagonal branch was described as a 60% stenosis with timi iii flow. The bifurcation of the lad/diagonal was stented using the crush technique. The lad was predilated with a 2.5 x 20mm balloon inflated to 14 atms. A 2.75 x 23 mm cypher select stent was deployed to 10 atms. There was a residual stenosis of 10%. The stent was not post dilated. The lesion in the diagonal branch was predilated with a 2.0 x 20 mm balloon inflated to 8 atms. A 2.25 x 13 mm cypher select stent was deployed to 10 atms. Upon review, it was noted that the stent did not completely cover the lesion site; therefore, a 2.25 x 08 mm cypher select stent was positioned overlapping the first, to cover the lesion site and was deployed to 12 atms. The stent was no post dilated and there was 0% residual stenosis. Approximately one year post index procedure, the patient complained of stable angina. Repeat angiography revealed a 60% instent restenosis of the diagonal branch. There was no restenosis of the stent in the lad and no new significant lesions were noted. The restenosis in the diagonal was not treated. The patient was discharged home the following day.